Event description:
A customer reported experiencing an issue with updating personal and sleep schedule settings. The customer's blood glucose level was high at the time of the report, although specific values were not provided. The customer did not take immediate action to address the high blood glucose level, but technical support assisted in updating the necessary settings and advised contacting a healthcare provider for further guidance, which the customer acknowledged.